Manufacturer narrative:
Investigation: customer returned (1) used 32g x 4mm bd pen needle without a tear drop label attached. Parent of consumer reported when he was attaching pen needle to insulin pen, the non patient end broke off. The returned sample was examined and was confirmed to have a broken non-patient end (npe) cannula. No manufacturing defects were observed on the sample. Since the sample was returned after use, and no manufacturing defects were observed, the likely cause of the broken npe cannula is user error during pen needle attachment to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the non-patient end needle broke off the pen when attaching the bd ultra fine¿ pen needle during use. The following information was provided by the initial reporter: "parent of consumer reported when he was attaching pen needle to insulin pen, the non patient end broke off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle broke off the pen when attaching the bd ultra fine¿ pen needle during use. The following information was provided by the initial reporter: "parent of consumer reported when he was attaching pen needle to insulin pen, the non patient end broke off."